Manufacturer narrative:
Additional information indicated that the patient's admission blood cultures proved to be positive for staphylococcus aureus. At the time of the event, the patient was taking aspirin and coumadin. The site reported that the patient had not been performing her driveline (dl) exit site care as instructed. No treatment was deemed necessary for the patient's head injury and the patient did not demonstrate any neurological symptoms. The site further reported that the event was not associated with any hvad high power or flow alarms and a pump thrombus had not been ruled in at the time of this report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. It is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Hospital re-admission for any number of reasons are a common practice for all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The IFU and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. The instructions for use (IFU) lists hemolysis, arrhythmias, renal dysfunction and infection/sepsis as known potential complications for all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient had recently been discharged home on (B)(6) 2017 after her initial hvad implantation.  She presented to her planned clinic visit reporting that she was feeling unwell.  In addition, she reported that she had sustained a head injury after having fallen out of bed.  The site reported that she also appeared septic and they noted purulent drainage from the patient's driveline exit site suggestive that this was the source of the patient's sepsis.  She was admitted to the intensive care unit after an episode of ventricular tachycardia and further deterioration.  In addition, the site reported that she had developed a change in the color of her urine and reported that it was now dark red suggestive of hemolysis.  The patient was treated with intravenous (IV) antibiotics, inotropes, continuous veno-venous hemofiltration (cvvh) and IV heparin. No further information was provided.

Manufacturer narrative:
Hvad pump hw26938 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw26938; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms for the past 14 days leading up to the event date. Power consumption was within normal operating ranges. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.